Manufacturer narrative:
Product ID 97755, serial# (B)(6). Recharger was returned for product analysis. Analysis found no device found message. Record the two values: the highest number (00), the low number (00). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# unknown, product type: programmer, patient. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when charging implantable neurostimulator (ins) they get no device found. They said this started happening a few days ago. Patient (pt) says they saw a "yellow light flashing and then it said device not working or something and it said my data was lost". Pt says they last charged ins a month ago. Pt started a charge session during the call and it did start charging and says ins was low and controller was at 70%. Pt then got poor recharge quality. Pt repositioned recharger telemetry module (rtm) and it showed no quality rating but says recharging. They kept trying to reposition the rtm but couldn't get a higher quality rating. Pt was not able to charge ins, and appeared to be in discharge mode and now they were able to charge but got no quality rating. Rtm was getting warm. Rtm looks otherwise intact. The issue was not resolved. A request was sent to the repair department to replace the rtm. Pt says they have had this rtm for a couple of years, and used to have to get replacements all the time but this one has lasted several years.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6), product type recharger, product ID 97745 lot# serial# unknown, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.